Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transmission noted that, one day after implant, the implantable cardiac monitor (icm) device recorded false asystole episodes and was exhibiting loss of contact. No additional episodes have been collected since then time. It was suspected the episodes may have been caused by the pocket swelling that pushes the electrodes away from the tissue. The device remains in use. No patient complications have been reported as a result of this event.